Manufacturer narrative:
E1:name medtronic minimed street 18000 devonshire street city northridge state ca zip code91325 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
Event occurred in japan. It was reported that the patient faced hyperglycemia event on (B)(6)2026. The hyperglycemia was treated by correction bolus.